Manufacturer narrative:
Other applicable components are: product ID 977c265 lot# serial# (B)(4) implanted: (B)(6)2016 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for non -malignant pain. A medical record was received from a health care professional (hcp) on (B)(6) 2017 reporting that an operation was performed on (B)(6) 2016. Pre-operatively and post operatively the patient had refractory chronic pain associated with significant psychosocial dysfunction. Preoperative antibiotics were administered with general anesthesia. Local anesthetic and imagery were used during the implant to get the pain relief provided by the trial. The scs implantwas performed with a thoracic laminectomy for the implant of the epidural electrodes. Impedance testing was performed intra-operatively. The patient left in a stable condition. On (B)(4) 2017 the patient was seen. The pre and post operative diagnosis was chronic pain syndrome. A revision of the scs was performed. A revision thoracic laminectomy was done for placement. The patient had a successful trial. The patient fell and felt the stimulator dislodge. The patient had not gotten good coverage in their back or down legs on the right side. X-rays showed migration of the lead toward the left. During the surgery it was noted that there was a laminectomy defect. The t10 spinous process was removed so that the electrode could be inserted more cephalad to cover the t8 and t9 completely. The required scar tissue was removed. It was noted that the patient had a stable post operative neurologic exam. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: : product ID 977c265, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient's weight was (B)(6) pounds. No further complications were reported/anticipated.